Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was prescribed intraperitoneal (ip) antibiotics (dosages, drugs, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2026, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), and the placement of a hemodialysis (hd) catheter (not a fresenius product). The patient was permanently transitioned to hd due to the nephrologist's recommendation. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2026 in stable condition. The patient has transitioned to outpatient hd without any known issues. The pdrn reported the cause of the peritonitis began on (B)(6) 2026 after the patient underwent an outpatient procedure to begin the process of removing her tracheotomy. Following surgery, the patient failed to cover her tracheotomy during ccpd therapy for 72 hours (reason unknown), which caused the patient¿s peritonitis. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, removal of the patient¿s pd catheter (not a fresenius product), placement of a hd catheter (not a fresenius product), and transition to hd for rrt. The pdrn attributed causality to the patient failing to cover her tracheotomy during ccpd therapy for 72 hours, which led to the patient¿s peritonitis. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn, the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.